Manufacturer narrative:
Corrected d4: lot number from 0031751082 to 0028764515. Corrected d4: expiration date from 06/04/2026 to 01/27/2025. Corrected h4: device manufacture date from 06/05/2023 to 01/28/2022. E1 - initial reporter facility name: (B)(6) hospital. Device was returned for evaluation. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual and microscopic examination revealed no damages. The balloon is still tightly folded, and the stent is still in the manufactured position on the balloon. Inspection of the remainder of the device presented no damage or irregularities. Based on analysis of the returned product, the reported allegations could not be confirmed as the device presented no damage or irregularities.

Event description:
It was reported that stent moved on balloon occurred the target lesion was located in the subclavicular vessel. A 4.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for treatment. During the procedure, the stent was flushed, and it was noted that the tip of the stent strut was loose. The device was not implanted inside the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the subclavicular vessel. A 4.0mmx15mmx150cm express vascular sd stent balloon expandable was selected for treatment. During the procedure, the stent was flushed, and it was noted that the tip of the stent strut was loose. The device was not implanted inside the patient. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital.